Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen was dim and faded. The reporter stated the letters were light pink in color and that the issue did not improve with battery change. There was no trauma to the pump and no exposure to moisture. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.